Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7089133, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2408-56. Serial number: (B)(6), batch/lot number: 7089076, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the explant of the scs system due to an infection. Despite two courses of antibiotics, the patient continued to exhibit redness and swelling in the lower back, and no culture swab was obtained. The patient remains on antibiotic therapy. The devices were discarded by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be doing well.